Event description:
It was reported that during follow-up, the pulse generator exhibited inappropriate programming. No further action was taken and the device remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.